Manufacturer narrative:
The pod arrived fully deployed. Timeouts and a drive stall were observed during priming; a root cause for the high pulse width w/ drive stall could not be determined. The device was deactivated at 59 pulses, 49 of which were first prime pulses. Because it could not be determined when the needle mechanism deployed, it could not be conclusively determined if the observed high pulse width w/ drive stall is the root cause of the reported needle mechanism failure. Contamination was observed on the commutator cap. Although contamination was observed on the commutator cap, the original data and rerun data indicates the rotational sensor functioned as intended, and it can be conclusively determined that the contamination on the commutator cap did not contribute to the high pulse width, drive stall, and needle mechanism failure. The exact cause of the high pulse widths and drive stall could not be determined.

Event description:
It was reported that the needle never deployed the cannula into the skin. The pink slide did not move forward and the cannula was not visible when the pod was removed. No impact to the patient's glucose level was reported. The pod was worn less than an hour. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.